Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a drop in blood pressure during treatment, with a polyflux 170h. The patient¿s blood pressure was reported to have decreased from 130 mmhg to 60 mmhg. Treatment was stopped and blood was returned to the patient. There was no further medical intervention reported and the patient was able to go home after treatment. No additional information is available.